Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility the tip of the device fractured. The procedure was completed successfully; no adverse consequences, delay, or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the tip of the device fractured. The procedure was completed successfully; no adverse consequences, delay, or medical intervention were reported.